Manufacturer narrative:
(B)(4)

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The patient reported the pump system was completely removed due to an infection. Drug information, other medications the patient was taking at the time of the event, pertinent medical history, when the patient first started to experience the infection and the outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.